Event description:
Boston scientific (bsc) crm received info that this atrial lead had dislodged three days post implant. Therefore, a lead revision was performed and the lead was successfully repositioned.